Event description:
A system operator reports a custom pt with topographically-observed "central islands" (corneal irregularities) in the right eye following a custom myopia with astigmatism laser procedure. At 1 month post-op, this pt experienced a decrease in bcva in the right eye. The pt also reported symptoms of 'ghosting'. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pt's with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.